Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue. The fsr performed verification/release testing successfully. The unit operated to the manufacturer's specifications. Per data log analysis, on 09-feb-2021 at 08:08:27 a perfusion screen is opened. 08:25:06 the centrifugal pump is started, speed set to 954 rpms. 08:29:44 speed set to 972 rpms. 09:30:44 pump stopped from local control. 08:40:33 the pump is started, and speed is set to 1482 rpms. 08:59:48 speed is set to 1302 rpms. 09:05:55 low level alert, message only response (alert is muted). 09:06:14 speed is set to 1506 rpms. 09:09:43 speed is set to 1206 rpms. 09:11:14 speed is set to 1848 rpms. 09:11:47 speed increased to 2652 rpms. 09:13:54 speed is set to 2490 rpms. 09:18:05 speed is set to 2586 rpms. 09:21:39 speed is set to 2988 rpms, art pres alert, message only response. 09:21:41 art pres alarm (coast response 1500 rpms), pressure alert/alarm clear. 09:21:44 backflow alarm, speed set to 1368 rpms. 09:21:48 pump stopped/started from local control. 09:21:52 speed increased to 84 rpms and then pump stopped locally. 09:22:03 pump started, speed increased to 936 rpms. 09:22:10 backflow alarm. 09:22:44 art air detected alarm (coast response). 09:24:33 speed increased to 3600 rpms and down to 1836 rpms. 09:24:48 air detection turned off. 09:25:03 speed set to 1854 rpms. 09:25:07 backflow alarm . 09:28:40 low level alert. 09:28:50 backflow alarm. 09:31:45 speed set to 1908 rpms. 09:34:15 speed set to 1920 rpms. 09:34:49 speed set to 1932 rpms. 09:36:45 the perfusion screen is exited. There is no indication in the log of an equipment issue. Once the sudden pressure alarm occurred (coast response), at 09:21:41 the arterial centrifugal pump speed was never increased above 1932 rpm. If the pump head was moved to a hand crank, it is possible when moved back to the arterial pump (still running) it may not have coupled. The centrifugal control unit and centrifugal motor were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump motor stopped working due to what appeared to be a high pressure error. As a result, the hand-crank was used for approximately five minutes. The surgical procedure was completed successfully. There was a delay and an approximately 800 ml of blood loss. There was no adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the team regarding the incident they had with the centrifugal pumping system on the heart lung machine (hlm) during a cpb procedure on (B)(6) 2021 . The team set up and primed the system without issue. The procedure was a minimally invasive valve with a 21f arterial cannula. Initiation of bypass was performed around 09:11am. Speed of the centrifugal pump was set around 2500. According to the pump records relayed from the team, the line pressure at that flow was 260 millimeters of mercury (mmhg). The patient pressure (map) was approximately 66mmhg. Their systems for alarm on the arterial line pressure was set at 360mmhg and the alert was set at 340mmhg. At 09:21am the team heard a loud noise coming from the direction of the centrifugal disposable and drive motor. Subsequently the team had an arterial pressure alert then an arterial pressure alarm and the system went to a coast speed. A backflow alarm occurred. Subsequently the clinician clamped the lines, addressed the start/stop button and tried to increase the revolutions per minute (rpms) of the system a few times. From the available log data, post the coast and start/stop action, the rpms were set at 84rpms, then subsequently at 936rpms. The system accordingly displayed a backflow alarm. The team was unable to create forward flow with the centrifugal drive motor and control, therefore they decided to engage the hand-crank. Once the disposable was moved over to the manual drive, the team initially was unable to generate forward flow, but the disposable was re-seated and the team was able to flow accordingly to the patient. Of note - clinical discussion occurred regarding distal occlusions on the arterial line due to a kink in the arterial line, leaning of personnel on the lines, etc. This was before the arterial cross clamping, therefore it was confirmed by the clinician that there was no clamp either partially or fully across the arterial cannula which would cause a high pressure. Additionally, discussions occurred regarding the understanding and comfort level with the user interface regarding coast, start/stop and the perfusionist states she understands and had no questions about the user interface and functionality of the centrifugal system (15 years of perfusion practice). When speaking with chief of perfusion, she had questions regarding the increase in rpms from 09:18:05 to 09:21:39, for discussions were internally (at customer site) performed around the unexplained increase of approximately 500rpms. It was stated that were was no engagement in the knob on the centrifugal controller to increase the flow. The team proceeded to fill up the patient and discontinue bypass with the hand-crank and the use of the hlm. Another perfusionist primed another cpb circuit on a different hlm, that machine was brought into the room, and the clinician re-initiated cpm with the new hlm. The blood loss estimate was an exchange of the disposables, therefore approximately 800 milliliters (ml). There was a delay as described in the narrative in the surgical procedure cadence in this review. The patient has done well post surgery. The user facility is performing their root cause analysis. The disposable has been sent to the manufacturer for review.

Manufacturer narrative:
The reported complaint was confirmed via information obtained from the data logs. The service repair technician (srt) was unable to duplicate the reported issue. There were no failures or error messages displayed throughout testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the centrifugal controller unit and centrifugal drive motor and cable assembly to operate as intended. The system performed over 72 hours of run time. There were no observations of a squeaky sound from the pump head or losses of power.